Event description:
Pt was having a ptca/stent procedure, when the "distal" tip of the ptca wire broke off while in the circumflex vessel. Following this pt went into cardiac/respiratory arrest and after extreme measures to resuscitate, pt was pronounced dead per the physician.